Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that withdrawal difficulty and shaft break occurred. The target lesion was located in the right coronary artery (rca). Following a 6f non-bsc angioplasty lead placement at the proximal rca that presented an unstable support, a 0.014 non-bsc guide wire was advanced with difficulty and was positioned up front of the distal rca. A 3x20mm emerge balloon catheter was then selected for use to predilate the mid rca but was unable to cross. The physician changed to a 2.0x12mm emerge balloon and a 1.50x12mm non-bsc balloon catheter but neither of the balloon crossed. A 2nd 0.014 non-bsc guide wire was then advanced followed by another 1.50x12mm non-bsc balloon catheter which crossed the lesion and performed predilation 4 times at 12 atmospheres for 100 seconds. A 3rd 2.0x12 emerge balloon was made to cross the mid rca and performed two inflations at 12 atmospheres for 45 seconds. A 4th 3x20mm emerge balloon catheter also crossed the mid rca and was inflated thrice at 12 atmospheres for 45 seconds. A 2.75x20mm synery drug-eluting stent was then selected and advanced to treat the distal rca but was unable to cross. Subsequently, a 5x6 guidezillla guide extension catheter carrier lead was advanced in the mid rca via anchoring balloon at selective level with good support. Following the deployment of a 2.75x2033 synergy drug-eluting stent in the distal rca and postdilation twice at 14 atmospheres for 45 seconds, a 3x38mm synergy drug-eluting stent was implanted in the mid rca and was postdilated at 14 atmospheres for 45 seconds. However, it was noticed that catheter withdrawal was "quite" difficult and a "rupture" occurred on the part connecting the balloon to the hypotube. The movements of "push-pull" to implant the stent have facilitated the weakening of the catheter then the firmly traction at the movement of withdrawal caused the rupture of the shaft. The physician "felt" that the balloon was well trapped in the artery despite of waiting several seconds that the balloon deflates and was stuck in the proximal-ostio rca with overhang of 1 to 2 mm in the aorta. Echocardiogram shows a long piece of hypotube (5-10 cm) in the ascending aorta. An attempt was made to retrieve the fragment with a lasso via a 300cm guide but failed. Following angiography control, the proximal and mid rca showed an occlusion and timi 0. The patient had a heart attack and inferior necrosis without complications and was scheduled for surgery. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. However the distal portion of the device; that includes the balloon lumen and crimped stent were detached and not returned. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The mid-shaft portion was moderately kinked with a break in the mid-shaft proximal from port bond location (175mm distal from mid-shaft bond). The type of damage observed was likely caused by excessive forces exerted on the shaft walls during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that withdrawal difficulty and shaft break occurred. The target lesion was located in the right coronary artery (rca). Following a 6f non-bsc angioplasty lead placement at the proximal rca that presented an unstable support, a 0.014 non-bsc guide wire was advanced with difficulty and was positioned up front of the distal rca. A 3x20mm emerge balloon catheter was then selected for use to predilate the mid rca but was unable to cross. The physician changed to a 2.0x12mm emerge balloon and a 1.50x12mm non-bsc balloon catheter but neither of the balloon crossed. A 2nd 0.014 non-bsc guide wire was then advanced followed by another 1.50x12mm non-bsc balloon catheter which crossed the lesion and performed predilation 4 times at 12 atmospheres for 100 seconds. A 3rd 2.0x12 emerge balloon was made to cross the mid rca and performed two inflations at 12 atmospheres for 45 seconds. A 4th 3x20mm emerge balloon catheter also crossed the mid rca and was inflated thrice at 12 atmospheres for 45 seconds. A 2.75x20mm synegry drug-eluting stent was then selected and advanced to treat the distal rca but was unable to cross. Subsequently, a 5x6 guidezillla guide extension catheter carrier lead was advanced in the mid rca via anchoring balloon at selective level with good support. Following the deployment of a 2.75x2033 synergy drug-eluting stent in the distal rca and postdilation twice at 14 atmospheres for 45 seconds, a 3x38mm synergy drug-eluting stent was implanted in the mid rca and was postdilated at 14 atmospheres for 45 seconds. However, it was noticed that catheter withdrawal was "quite" difficult and a "rupture" occurred on the part connecting the balloon to the hypotube. The movements of "push-pull" to implant the stent have facilitated the weakening of the catheter then the firmly traction at the movement of withdrawal caused the rupture of the shaft. The physician "felt" that the balloon was well trapped in the artery despite of waiting several seconds that the balloon deflates and was stuck in the proximal-ostio rca with overhang of 1 to 2 mm in the aorta. Echocardiogram shows a long piece of hypotube (5-10 cm) in the ascending aorta. An attempt was made to retrieve the fragment with a lasso via a 300cm guide but failed. Following angiography control, the proximal and mid rca showed an occlusion and timi 0. The patient had a heart attack and inferior necrosis without complications and was scheduled for surgery. This product is only ous approved but it is similar to an approved us device.